Event description:
The outcome of the procedure was the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank on manufacturer device report 1220648-2023-03355.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male in st elevated myocardial infarction was implanted with an impella cp device and an impella rp device for mechanical circulatory support. There was concern for thrombus burden present. The cp was explanted and the rp remained on for hemodynamic support.